Event description:
Info received from annual device tracking report that device was "removed due to continuous infection and reaction to foreign material." Follow-up letter will be sent to health care provider for further info on this event.